Event description:
It was reported that during a lower anterior resection procedure, the surgeon thought the device fired and then found that it had not when he released the jaws and opened it after transecting the proximal side. Sutures were used to rectify the situation. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.